Manufacturer narrative:
Concomitant medical products: 5076-52 lead; date of implant:(B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited possible t-wave oversensing (twos) on the ventricular events at times during high rate episodes. The lead remains in use. No patient complications have been reported as a result of this event.